Event description:
Subsequent to the previously filed medwatch report, the returned device analysis identified that the plunger was pre-deployed. Follow up with the account confirmed that the suture was noted to be exposed prior to deployment [irregular appearance]. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported exposed suture was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Inspection of returned sterile devices did not indicate a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to circumstances of the procedure. In this case, it is possible a glove snag or manipulation during placement loosened the sutures; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. H6: removed device code 1562.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide device with reported issue referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after an arterial intervention procedure using a 6f sheath. Reportedly, a suture break occurred with two proglide devices. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.